Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has exhibited multiple non-sustained ventricular tachycardia episodes with t-wave oversensing (twos) post ventricular sense (vs). It was also noted that there were short v-v¿s. The rv lead is not currently displaying twos and remains in use. No patient complications have been reported as a result of this event.